Event description:
The customer reported that the axial image displayed on ra1000 are flipped horizontally and not in conventional display format. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Software will be updated to increase the visibility of the image orientation marker with square border and provide two additional markers on north and west sides of the images. (B) (4).